Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that: there were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No additional malfunctions were observed during investigation. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint was not able to be confirmed and replication is not applicable. The returned devices show surface wear consistent with implant, and explant. The returned screw has worn threads which are related to the screw's interaction with the nail. The nail also shows wear in the distal locking hole, consistent with the wear to the screw threads. Additionally, the returned helical blade is slightly worn consistent with a downward force to the blade on the medial side of the nail, causing interaction with the nail. No malfunctions were noted with the returned parts, and the wear/interaction between the parts is expected based on the implant, use, and explant of the devices. The following drawings were reviewed during investigation. 5.0mm locking screw - 04_005_516 rev f; ti cannulated tfna 130 deg - 04_037_042 rev e; ti tfna helical blade - 04_038_270 rev b. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. There is no allegation of device defect, malfunction, deficiency or surgical technique error associated with this complaint. A dcrm review will not be completed as it is outside of the scope of the dcrm. No definitive root cause was able to be determined. No malfunctions were observed with the returned products. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Implant date is unknown. It was 3 months ago. Device history review (DHR) manufacturing location: (B)(4). Manufacturing date: 10-aug-2016. Expiration date: 31-jul-2026. Part #: 04.037.245s, lot#: h162435 (sterile) - 12mm/130 deg ti cann tfna 235mm/left - sterile. Quantity 6. Inspection sheet for in-process/inspect dimensional/final - tfna assembly inspection met inspection acceptance criteria. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot - l009205. 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ 9932538. 04.037.912.3 - tfna lock drive bp-58 lot - h144956. 21127 - raw material lot bp-80 lot - h073626 received from supplier (B)(4). Certificate of test comply with specification (lot 039053). Nonconformances (nc) created on jul 18, 2016 for sterile packaging nails boxing/shrink wrap issue which is not relevant to complaint condition - the fracture did not heal with tfna nail implant. This planned nc will ensure all lots going through boxing will repeat steps 3.08 and 3.09 in jbs#(B)(4) and dunnage will be added to the required lots per (B)(4) rev k at the boxing operation and not at shipping. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an intertrochanteric hip fracture approximately 3 months ago and was implanted with a nail, blade and screw. The fracture did not heal (nonunion). On (B)(6) 2017, the hardware was removed (nail, blade and screw) all intact and was revised with a total hip implant. There was no surgical delay; procedure and patient outcome were successful. This is report 1 of 3 for (B)(4).